Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to subsidence- dr. (B)(6) said there was no bone growth on the tibia implant & the tibia has subsided.